Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After dilating a stricture area with a dilator and a 4mm-balloon, the user inserted the complaint device (evo-fc-10-11-4-b/c1912806), but the outer sheath got caught at the stricture area and some gap occurred between the catheter tip and the outer sheath. Then, the user fixed the gap by using recapturing function and attempted to insert the complaint device again, but the same issue occurred. Therefore, he replaced it with another manufacturer's device to complete the procedure. (According to a dealer's rep, the safety wire was pulled by about 5cm by the user by mistake - the timing when it was pulled is unknown.) This complaint will capture the slight premature removal of the safety wire by the user on accident. The patient did not experience any adverse effects due to this occurrence. 1 general questions: 1-1 at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) (while inserting the evolution in the patient) 1-2 (if any damages were confirmed prior to use)was the package damaged? 1-3 (if any damages were confirmed prior to use)how was the device stored? 1-4 what endoscope type and channel size was used? Already stated in patient/event info tab. 1-5 what was the position of the elevator? Was it opened or closed? Unknown 1-6 details of the wire guide used (diameter, type, make)? Already stated in patient/event info tab. 1-7 was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no unknown 1-8 did any part of the stent contact the patient¿s anatomy when the complaint occurred? Unknown 1-9 please advise the anatomical location of the intended target site already stated in patient/event info tab. 1-10 how long was the stent in the patient by the time this complaint occurred? Stent was not placed. 1-11 for devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? 1-12 did the patient require any additional procedures as a result of this event? N/a, yes, no no 1-13 what intervention (if any) was required? 1-14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day unknown 2 stricture information: 2-1 what was the length and diameter of the stricture? About 2-2 where was the stricture located in the body? Directly above the papilla 2-3 was there resistance felt passing wire guide through stricture? Unknown 2-4 was there resistance felt passing the evolution through stricture? Unknown 2-5 was the stricture dilated before stent placement? Yes 3 questions related to during insertion into patient: 3-1 was the product inspected for kinks or damage before use? Unknown 3-2 was resistance felt during insertion into patient? Yes 3-3 if yes, at what point? Around the stricture

Manufacturer narrative:
Device evaluation: user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation for the evo-fc-10-11-4-b device of lot c1912806 underwent a laboratory evaluation on 28th feb 2023. On evaluation of the devices the following was observed: visual inspection: red safety tab not returned. Red leur removed but safety wire still in place. Red marker at dimple 5. Kink observed on flexor approximately 131cm from device tip. Directional button in deployment position upon return. Functional inspection: handle actuation fine for deployment and recapture. Stent deployed fully and intact with no issues. Safety wire removed with no issues. Stent released with no issues. This file is related to (B)(4) which was opened to capture the issues with advancing the device. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1912806 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, states ¿¿ when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle¿¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It is known from the available information that the safety wire was partially removed before the point of no return was passed. The instructions for use, which accompanies this device, states ¿¿ when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle¿¿. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer about 5cm of the safety wire was accidentally removed before the point of no return was passed. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU and/label.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-oct-2023.